Event description:
A ventilator was returned to a third party service center for eval. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service ctr, a failure of the device's power supply was found. The device's power supply was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.